Event description:
On (B)(6) 2014, it was reported that the patient's infusion device powered off in the night without first providing an error or alert message. The patient changed the battery and battery cover, but the device did not come back on. Her blood glucose level was elevated to 300 mg/dl and she corrected it via insulin injection. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
There is an interrupt between the contact clasps and the battery contacts because of flat pressed contact clasps. Damage occurs if the pump is dropped or receives another mechanical impact.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.